Event description:
It was reported that the patient presented with a cardiac perforation. The 5076 lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).